Event description:
During placement of catheter, superior vena cava was lacerated. Severe blood loss. Pt expired from exsanguination within short period of time. Device did not malfunction. Procedure: sub-clavian catheter insertion for dialysis.